Event description:
It was reported that the left ventricular lead exhibited low impedance. The patient was asymptomatic. The sensing function was fine. The physician performed a lead revision on (B)(6) 2017. The patient was stable post procedure.